Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station tuc02 inventory count did not show anything in the drawer 1.1 cubie e1. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not functioning correctly and generated a wire muscle error when accessed through the hardware test application. The field service engineer assisted in retrieving medications from a malfunctioning cubie, attempted access through hardware test application (hta) but encountered a wire/muscle error, manually broke the cubie to remove the medications, educated the customer on ordering replacement cubies, and confirmed that no additional issues were reported with the remaining drawer inventory. The system functioned as intended after the field service engineer repaired the device.